Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected, tested, and the reported event could not be duplicated. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation of use there was no image, the device was not communicating with the tower.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could not be established. The probable cause of the reported event was determined to be the following: using a third-party video processor. The camera head was connected to the video processor made by another company, but it was an unconnected product, so it was not possible to communicate and the image was not visible. Failure of the cable unit, communication was not possible and the image was not visible. When carrying, storing, using, or handling the product during reprocess, the cable unit was damaged due to external forces, so that communication could not be made and the images could not be seen.